Manufacturer narrative:
A patient experiencing insufficient relief was reported to abbott. The system was explanted due to insufficient relief. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention took place where the system was explanted.